Event description:
The customer reported a blood leak at the onset of the treatment. The number of reuses for this dialyzer is 19. No sample is available. The treatment was restarted with new disposables. The estimated blood loss is 150cc. There was no medical intervention or patient injury. The patient was given hgb at the next rx.